Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon discovered two damaged spinous process clamps. The short single clamp was missing a screw. The long single clamp does not properly grip. It moves after the fastening screw has been tightened. There was less than an hour delay to the procedure. There was no impact on the patient's outcome.